Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united. States. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time.

Event description:
Reportedly, the patient received inappropriate shock when he was under the shower in the bathroom; that shower is connected to geyser. Although review of recorded episodes suggested oversensing due to power supplier or external interference, the physician was not satisfied with this device behavior and replaced the ICD unit. A new place/sense lead was also implanted (to minimize risk of noise sensing). Because the physician was not suspecting any device malfunction, the device is not returned for analysis.